Event description:
It was reported that the device had trouble maintaining a rf telemetry connection prior to implant. The device was not implanted and returned for analysis.

Manufacturer narrative:
The reported event of intermittent rf communication was not confirmed. Analysis was normal. No anomalies were found.